Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they did the trial for 5 days to see if their quality of life improved by at least 50%. When they woke up from the stimulator being implanted, they had the worse nerve pain ever. They were truly in agony and it never went away. The next day, they had to have it removed during their 4 day hospital stay for pain management. Two months later they were using a cane instead of a wheelchair or walker, but they would struggle with the simple tasks every day. They couldn't work at all. It was like their neuropathy had all of the sudden got 1000% worse.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.